Event description:
Pt who is experiencing night vision problems 6 years after lasik eye surgery. I'm reporting visual symptoms such as halos, starbursts and glares when driving at night. (B)(6) laser eye center.